Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's right eye on (B)(6) 2011. The lens was explanted on (B)(6) 2012, due to low vault. The lens was exchanged for a longer length lens. Pt's last visit on (B)(6) 2012, ucva was 20/25.

Manufacturer narrative:
(B)(4).